Event description:
The report from the affiliate indicated that during an academic conference that was the 15th annual meeting of the society of interventional cardiology in other country, the following information was reported: the stent showed delayed stent fracture and restenosis by plaque.

Manufacturer narrative:
Please note the device (lot #unk) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.